Event description:
It was reported that loss of capture, low pacing lead impedance, and poor sensing were observed. Patient was asymptomatic. The lead was explanted and replaced. No adverse events occurred during the procedure. The patient was stable and will continue to be monitored.

Manufacturer narrative:
UDI (di): (B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.